Event description:
A hospital in (B)(6) reported that the 900rd015 infant resuscitation mask kit contained 10 incorrect mask sizes. This was found prior to patient use.

Manufacturer narrative:
(B)(4). We are currently in the process of obtaining the complaint 900rd015 neonatal resuscitation mask kit. We will provide a follow-up report upon receipt of the complaint device and completion of our investigation.

Event description:
A hospital in (B)(6) reported that the 900rd015 infant resuscitation mask kit contained 10 incorrect mask sizes. This was found prior to patient use.

Manufacturer narrative:
(B)(4). Method: the hospital returned 14 complaint devices to fisher & paykel healthcare (B)(4) and they were visually inspected. Results: the 900rd015 contain rd805 masks, with mask size of 50mm. The label on the mask packaging states 50mm and all 14 complaint devices contain the 42mm masks. A lot check revealed no other complaint of this type for lot number 120423. Conclusion: 14 incorrect size masks (42mm) were incorrectly packaged and labeled as 50mm masks. All neonatal resuscitation masks are visually inspected during production and a label is applied once the product passes the inspection criteria. It is possible that the incorrect masks were not detected during the visual inspection. Replacement masks have been supplied to the healthcare facility.